Event description:
Information was received from a consumer regarding a patient receiving dilaudid/hydromorphone and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that on (B)(6) 2014, the patient's pump was repositioned from their right abdomen to their left abdomen and the catheter had to be moved from going around the right side of their body to the left side of their body. The reason for the repositioning was because the pouch was loose and the pump appeared to be not working correctly; the pump had been spinning in the pouch since (B)(6) 2014. The surgical procedure resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.